Event description:
Switched from finger prick to dexcom g7 paid with omnipod 5. Since the switch, I¿ve had unstable blood sugar with highs 500+ to lows 36. I¿ve never had these large of swings daily and for many months straight. Switched entire doctors and medical facilities and still having issues. I¿ve been told by medical professionals that it was going to get better as they adjust I and to not worry as there's safety built in to not allow me to crash or spike. This is not totally truthful. This new system has me scared fighting for my life eating straight sugar to keep blood sugar above 70. This week I have a doctor's appointment and am bringing a friend with to help advocate with me. I¿m a grown adult and know this system needs to be outlawed or people will start dying and ER hospitals will be overwhelmed with people on this. Patient code: 1912;1905. Device code: 1535. Reference report: mw5185598.